Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level of 520 mg/dl. The customer was dizzy and nauseous. She treated her high blood glucose level with an insulin injection. The customer attempted to deliver a bolus but the insulin was not delivered. The customer was wearing the insulin pump at the time of the emergency room visit. The call was disconnected. The device was not returned.